Event description:
Ous MDR- after an implantation period of approximately 48 months, it was reported that the pacemaker indicated an error message: 'battery error detected'. The pacemaker was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the device was interrogated. During the interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step the memory content of the device was inspected. During the device interrogation it was observed that the battery was almost depleted. However, the memory content documented that the current consumption was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. Analysis results of the battery:the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that the clinical event resulted from an internal short circuit within the battery. In conclusion, the clinical event resulted from an internal short circuit within the battery. However, the analysis revealed that the therapy functionality of the pacemaker was not compromised while implanted and in service.